Manufacturer narrative:
According to the initial report, "graft material required replacement." The surgeon stated, "hero graft is going well. Have had revision of some in the past due to graft breakdown, but these were pretty older, and had numerous accesses." Multiple attempts were made without success to obtain the following additional clarifying information: number of events/patients, dates of implant and revision/interventions, details regarding the "graft breakdown," lot numbers, and if operative notes were available. Contact attempts were made to the surgeon via email on 10/21/2015, a phone call on 11/11/2015, and letters on 11/01/2015 and 11/11/2015. A response was never received. Manufacturing records were not reviewed as lot numbers and dates of implant are unknown. The patient was reported to require graft material replacement. The reporting surgeon noted that the patient "had revision of some in the past due to graft breakdown, but these were pretty older, and had numerous accesses." The following information is currently not available: implant date, revision(s) date(s), implant/intervention notes, patient history, and dialysis information. The reason for the graft revision was attributed to "graft breakdown." This cannot be confirmed by sample review or operative notes. Moreover, dialysis clinic data to determine cannulation technique is not available. The time elapsed between implant and revision(s) is also unknown, as previously stated. The hero graft instructions for use (IFU) revision/replacement as potential vascular graft and catheter complications. The specific relationship between the hero graft and the graft revision(s) cannot be assessed at this time without additional information.

Event description:
According to the initial report, "graft material required replacement." The surgeon stated, "hero graft is going well. Have had revision of some in the past due to graft breakdown, but these were pretty older, and had numerous accesses."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "graft material required replacement." The surgeon stated, "hero graft is going well. Have had revision of some in the past due to graft breakdown, but these were pretty older, and had numerous accesses."